Manufacturer narrative:
(B)(4) - plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported that a blood leak occurred approximately 30 minutes after initiation of the patient's hemodialysis (hd) treatment. The blood leak was noted as being an external dialyzer leak. The machine did not alarm as it is not intended to do so. Blood was visually observed leaking externally from the top portion of the dialyzer. Therefore, blood test strips were not used to confirm the presence of blood. It is unknown if there was any damage visible to the dialyzer. The patient's estimated blood loss (ebl) was noted as being approximately 400cc. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on a different machine. The complaint device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device revealed blood residue was observed within the threads of the screw flange on the cavity ID end. Gross visual examination of the returned device did not identify any damage or irregularities. The dialyzer was subjected to laboratory leak tests; an external leak was detected from the cavity ID end screw flange at approximately 4.0 psi. The dialyzer was then subjected to destructive disassembly for further visual analysis. Further examination did not reveal any damage, irregularities or separations. As the screw flange was removed, part of the polycarbonate housing thread broke off and was stuck in between the screw flange threads. A rectangular polyurethane (pu) was noted on the housing thread at approximately 0 degrees with the dialysate ports at 0 degrees. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. Submersion of the fiber bundle in a water bath noted an external leak from the cavity ID end of the dialyzer. Additionally, analysis of the complaint device found part of the polycarbonate housing thread broken off and stuck in between the screw flange threads. Therefore, the complaint has been deemed confirmed.